Manufacturer narrative:
This report is submitted on april 06, 2023.

Event description:
Per the clinic, the patient experienced a skin overgrowth over the abutment. Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2023. The abutment was replaced during the same procedure.